Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign liquid came out of the bd ultra-fine¿ insulin syringe barrel onto the needle during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about liquid in the barrel. A pet owner reported as follows: a liquid came out of a new product. I first pushed air out and then found liquid accumulating at the root of the needle. I want to avoid any impact on my dog and would thus like to know if it causes any problem to the dog's health condition."

Manufacturer narrative:
H6: investigation summary customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 1228442. Customer states that liquid came out of a new product. All returned syringes were examined and no foreign matter was observed in or on any of the returned samples. Also, no foreign matter came out of the cannula when the plunger rod was fully depessed. A review of the device history record was completed for batch # 1228442 all inspections were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that foreign liquid came out of the bd ultra-fine¿ insulin syringe barrel onto the needle during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about liquid in the barrel. A pet owner reported as follows: a liquid came out of a new product. I first pushed air out and then found liquid accumulating at the root of the needle. I want to avoid any impact on my dog and would thus like to know if it causes any problem to the dog's health condition."